Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported damage was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: the incorrect device was returned and analyzed on the initial medwatch report. The complaint device was not returned for analysis. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.0 x 8 mm nc trek balloon was prepared per the instructions for use, prior to use. The nc trek balloon was advanced onto the guide wire; however, during advancement, the guide wire punctured through the balloon and the device was no longer used. There was no resistance noted during advancement or removal. A new nc trek balloon catheter was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.